Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd eclipse¿ blood collection needle with luer adapter had a safety that fell off as it was being closed. When the shield disengaged from the collar the phlebotomist attempted to reach with her free hand and was stuck by the needle. No medical intervention was reported.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined.

Event description:
It was reported that a bd eclipse¿ blood collection needle with luer adapter had a safety that fell off as it was being closed. When the shield disengaged from the collar the phlebotomist attempted to reach with her free hand and was stuck by the needle. No medical intervention was reported.